Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial started on (B)(6) 2023. It was reported that the lead had migrated. The patient lost therapy and felt stimulation in an undesired location. Patient felt pain, discomfort/soreness/pinching, was out of it, not feeling well, had nausea, balance issues, dizzy, shocking, uncomfortable stimulation. Patient stated that she has two boxes with two wires coming out. Since this patient is an advanced evaluation patient, this makes this patient off-label and support link will no longer be able to follow. Patient stated that she has had the interstim producer done many times since she was 20 years old. Patient stated that her doctor had removed them this last time because the wires got dislodged and they were doing a retrial. Patient had device re-implanted several times along with re-trial of device. Patient stated that the rectal pain she had experienced last time was so bad that she would fall to the floor. Patient also stated that she had developed gastroparesis but couldn't prove that it was due to the interstim device. Patient also stated she had been out of it from the procedure and wasn't feeling too well. The issue was ongoing.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.